Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient heard the patient alert and sent a remote monitoring transmission. The trend data indicated oversensing and noise. The detections were turned off and the lead was later capped and replaced. No patient complications have been reported as a result of this event.